Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 2.5, lab: 1.9. Therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.